Manufacturer narrative:
Analysis summary: analysis was not able to confirm the customer comments of the programmer not always staying on and running slowly, the programmer passed its incoming testing and no sluggish performance was noted in the logs. Additionally, the programmer was left on overnight with no faults noted, however an overheating message was found at sensor one and the micro processing unit and power supply were replaced as preventive measures. It was additionally noted that the stylus was damaged but functional, the system fan was noisy and the handle covers were cracked. The stylus, fan and handle covers were replaced and the stylus recalibrated. Additionally, the hard drive was upgraded. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not always staying on and was running slowly. It was further reported there was also an issue with the session synchronization application. The programmer was returned for service. There was no patient involvement.